Event description:
Customer reported the insulin pump failed a self test. Customer stated she had put in a new sensor and the device was fine. She did the two hour calibration, an hour later the device got a lost sensor. Through out the night the device kept alarming sensor error and lost sensor. Customer does not recall any significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.